Event description:
The probe for compartmental pressure monitoring system stopped functioning while in use. The physician moved the tip around and was able to get a reading when the device stopped functioning again. The test was cancelled when the physician could not achieve accurate readings from the device. The patient was transferred to orthopedics. The physician was aware that the patient's pressure was elevated prior to testing.

Manufacturer narrative:
This device is used for diagnosis not treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records showed that the probe for compartmental pressure monitoring system was processed per specification requirements. The lot was inspected and accepted per specification. They were no complaint related issues with this lot.

Manufacturer narrative:
Manufacturing engineer evaluated the device and indicated that ((B)(4)) manufactured the probe for compartmental pressure monitoring system. The lot was processed per specification requirements, and previously inspected / conformed to the synthes inspection sheet. The complaint issue was due to an unknown cause. A response from (B)(4) dated (B)(4) 2013 and further communication, revealed no failure was found during the evaluation, and (B)(4) was unable to find any fault with the probe.